Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. (B)(4).

Event description:
It was reported that the patient experienced some dizziness during an episode of ventricular tachycardia/ventricular fibrillation. It was noted that there was some possible lead oversensing occurring during ventricular tachycardia as well as possible noise on non-sustained episodes. The hospital performed "a chest x-ray and manipulated the pocket to find no oversensing or anything out of the ordinary with the device". The patient was placed on remote monitoring for follow up and the device remains in use. No patient complications have been reported as a result of this event.